Event description:
The device has been explanted.

Event description:
Healthcare professional reported a right side "deflation, leaking". Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.